Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A video was received and reviewed by an abbott vascular clinical specialist. In summary: the images provided did demonstrate twisting and compression of the 5.5x180 mm supera stent upon deployment; however, a probable cause could not be determined. The incident report states that post-dilation to improve the defective deployment was performed successfully constituting medical intervention to prevent permanent impairment. A malfunction with the abbott device is visible via the imaging provided for review. As there was no damage noted to the device during the inspection prior to use, it is possible that during stent deployment interaction with the anatomy and/or inadvertent mishandling (torsion being applied to the handle) resulted in the reported stent material deformation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, in-stent rubbing (balloon dilatation) was noted to solve the issue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: date estimated.

Event description:
It was reported the procedure was to treat a superficial femoral artery. The lesion was dilated with a 4mm armada 18, 5mm armada 35 and a 6mm non-abbott balloon. A 5.5x180mm supera self-expanding stent was deployed; however, during deployment the stent was noted deploy twisted and compressed in some areas. In-stent rubbing [balloon dilatation] was noted to solve the issue. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.